Manufacturer narrative:
(B)(4). Customer tested with hemochron jr. Signature instrument serial# (B)(4). Method: actual device not evaluated. Reserve sample tested from same lot (cuvette/single-use disposable). Process eval performed. Cuvette device history records reviewed and found to meet specs. Result: complaint was not confirmed through cuvette eval testing. Conclusion: unable to confirm complaint. Itc has requested all data required for form 3500a.

Event description:
Distributor reports higher pt/inr results than reference with the hemochron jr. Microcoagulation citrate prothrombin time test (j201c). Pt test generated 2.3 inr and lab result was 1.5 inr. Pt's therapeutic target is 2.5 inr. Reference lab results generated as part of a correlation study run at the healthcare facility. Pt treatment based on the j201c result. No adverse event(s) reported. This event occurred outside of the united states.